Event description:
It was reported that the insulin pump is working properly. The blood glucose reading is 229 mg/dl. Customer treated with manual injection. Customer has been sick with the flu. The drive support cap is protruded. During troubleshooting, time and date is correct. Assisted customer with correcting the bolus wizard settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.